Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patients attorney alleged that the patient underwent a laparoscopic hiatal hernia repair and post operatively, the patient experienced nausea, vomiting, hypertension, shortness of breath, abdominal pain, poor urinary output, pulmonary edema, hypotensive, diaphoretic(sweaty), fluids in abdomen, moderate free air in abdomen, anastomotic leak, septic shock, acute respiratory failure, acute kidney injury, increase need to use the restroom. The patients treatments included additional procedures, x-ray, abdominal washout, drain placement, esophagogastroduodenoscopy, extended hospital stay, intensive care, vent management, atrial fibrillation, hemodialysis, occupation and physical therapy, endoscopy.

Manufacturer narrative:
H6 (patient and health impact codes; e2402: postop ileus, compressive atelectasis, metabolic acidosis, enterocolitis due to c difficile). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patients attorney alleged that the patient underwent a laparoscopic hiatal hernia repair. Post operatively, the patient experienced cardiomyopathy, cutaneous abscess of umbilicus, adhesions, postop ileus, pain, abdominal distension, increase need to use the restroom, wound infection, positive for clostridium difficile/mrsa/burkholderia cepacian/enterococcus faecalis, compressive atelectasis, abnormal arterial blood gas, free fluid, small bowel obstruction, nausea, vomiting, hypertension, shortness of breath, abdominal pain, poor urinary output, pulmonary edema, hypotensive, diaphoretic(sweaty), fluids in abdomen, moderate free air in abdomen, anastomotic leak, fibrinous exudate, multisystem organ failure, severe sepsis with septic shock, acute respiratory failure, acute kidney injury, metabolic acidosis, postop hypovolemic shock, acute on chronic congestive heart failure, choleperitonitis, enterocolitis due to c difficile, and acute blood loss anemia. The patients treatments included CT scan, reglan IV given, medications, diagnostic laparoscopy, additional procedures, repair of leak, x-ray, abdominal washout, drain placement, esophagogastroduodenoscopy, extended hospital stay, intensive care, vent management, atrial fibrillation, hemodialysis, continuous renal replacement therapy, packed red blood cell transfusion, tpn, wound debridement, wound vac, antibiotics, occupation and physical therapy, endoscopy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.